Event description:
"Incident" the attending surgeon had placed the clamp on the patient's head and the patient was prone on the o.r. Bed. During initial positioning, while adjusting the patient's head in the clamp, the head slipped and a pin made a 7cm-8cm laceration in the scalp.